Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the unit did not recognize pca dose cord. There event happened while in use with the patient.

Manufacturer narrative:
D4: corrected. H3: one pump was returned for analysis in used condition. Visual inspection showed the remote dose connector/grounding plate was bent. Service history identified the complaint was not related to a previous service of the device within the review period. The event history was reviewed, and functional testing was performed. The customer reported issue was confirmed. The lemo connector and grounding plate were both replaced to address this issue. However, the 2110 pump has a button on the face of the device, for use when the dose cord is not functional. This event is not reportable.